Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown, explant date - unknown. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k110449.

Event description:
It was reported that patient underwent an oral bone grafting procedure on an unknown date. Subsequently, the bone graft was removed on an unknown date due to an unknown reaction.